Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: the problem that the work order sender put on the description is giving error message "misloading IV tubing". A preliminary review of the logs identified the following issue: tubing set misloaded. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.